Event description:
The customer reported to olympus, the hd autoclavable camera head the error code e311 displayed on the screen ¿white balance not complete¿. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found no error codes occurred during testing. Additionally, the cable was a little bit kinked, but this did not affect the image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained (identified via e2 and e3). If other additional reportable information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a review of the instructions for use, e311 errors occur when white balance cannot be obtained. However, because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.